Event description:
Customer's wife called regarding the alarm during prime process. Customer's blood glucose reading is 162 mg/dl. The drive support disk is protruded. Advised caller that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump unable to prime during prime test due to protruded/loose drive support disk. No alarm noted. The insulin pump had a scratched display window.